Event description:
The customer reported false positive reactions in the anti-b microtube with the mts abd monoclonal grouping card lot # 061708053-13 while performing donor unit abo/rh confirmation while testing a known group a donor. The sample was tested in tube method and in gel using an alternate lot of gel cards. The unit was typed as group a as expected. The customer reporting the incident does not known if the techs visually inspect cards prior to use. The customer reviewing the test results noted that a few of the unused cards had liquid levels of the angi-b microtube slightly lower than the anti-a microtube. No patient testing was performed on the affected cards. No erroneous results were reported. False positive test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
Retained and returned testing performed at ocd mts using returned and known group a donor samples was satisfactory. False positive reactions were not noted in the anti-b microtubes of the returned or retained cards. Gel cards performed as expected at the ocd site and no false positive reactivity were observed in any of the gel cards. Batch record review was within release specifications. Product labeling requires visual inspection of the product prior to use and cautions the user not to use cards if the liquid level in the microtube is at or below the top of the gel matrix. In addition, cards that show signs of drying, discoloration, bubbles, crystals, or other artifacts should not be used. The customer may have used gel cards that exhibited low liquid levels and obtained false positive results. Incident is isolated. (B) (4).